Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multi-gas unit stopped providing co2 readings while it was in patient use. There were no error messages displayed. They tried removing the water trap, but they were unsuccessful. There were no signs of physical damage or fluid intrusion. There were no reports of patient harm or injury. Investigation summary: evaluation of the returned device confirmed that the unit would emit a gas device error message. Physical damage was observed on the unit. The pump and gas module are required to be replaced to resolve the issue. The unit likely failed as a result of hardware failure due to physical damage. Physical damage is likely to occur as a result of mishandling or wear and tear. Mishandling of a device can be related to the dropping of a device, hard impacts, or improper use. Damage to the device can extend to internal components vital for operation. The following fields contain no information (ni), as an attempt to obtain information was made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: 08/10/2023 emailed the bme for all items under the no information list: the bme replied, "as for patient information, it was a child, and no other details were given to us. The beside monitor serial number (sn) - unknown." Additional model information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit stopped providing co2 readings while it was in patient use. There were no error messages diplayed. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit stopped providing co2 readings while it was in patient use. There were no error messages displayed. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from gf-210ra to gf-210r. D4 additional device information / model #: corrected the model # from gf-210ra to gf-210r. D4 additional device information / catalog #: corrected the catalog # from gf-210ra to gf-210r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multi-gas unit stopped providing co2 readings while it was in patient use. There were no error messages displayed. They tried removing the water trap, but they were unsuccessful. There were no signs of physical damage or fluid intrusion. There were no reports of patient harm or injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 08/10/2023 emailed the bme for all items under the no information list: the bme replied, "as for patient information, it was a child, and no other details were given to us. The beside monitor serial number (sn) - unknown." Additional model information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit stopped providing co2 readings while it was in patient use. There were no error messages diplayed. No patient harm was reported.